Event description:
The customer alleged the unit did not reach the correct temperature. The customer stated that no patients were involved. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other - tank temperature. Capital equipment, evaluated at customer site. The fse reported the following: the tank not reaching the appropriate temperature. The fse replaced the controller printed circuit board (pcb). The harness and the heater were also replaced. Result: other - pcb, harness.